Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm volux¿ xc in the jawline. Two weeks post injections, the patient experienced an ¿inflammatory reaction.¿ the hcp thinks it may have been an infection or could have been immune-related. Patient was treated with hylanex® and steroids. Symptoms status is unknown.